Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level ranging from a level that was displayed as ¿low¿; however, a specific value was not provided to 89 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. On one occasion the customer required assistance consuming carbohydrates to address bg level and emergency medical services to monitor bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.